Manufacturer narrative:
This report is filed, april 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a seroma at the implant site post implantation. Fluid was drained from the site (date not reported) and the patient was prescribed oral antibiotics (date and duration not reported). The issues have resolved. The implanted device remains.